Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the insulin pump had numbers counting on the display each time the battery was changed. The caller also reported that the insulin pump had an unexpected restart alarm. Blood glucose level at the time of the incident was not provided. The caller was advised to monitor the device. The insulin pump was not replaced or returned for analysis.